Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0dpe60ga, using a blood sample, which gave a satisfactory performance. Lot # 0dpe606a captured in section d4 of the initial report is invalid. The correct lot # is 0dpe60ga. The lot # in section d4 has been corrected.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from sweden reported that she was out on a walk with her friend when she experienced a hypoglycemic event. The customer fell down and became unresponsive. The customer's friend tested the customer's blood glucose with the contour next link 2.4 meter and obtained a reading of 6.5 mmol/l. However, the continuous glucose monitoring system was producing alerts for low glucose levels. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.